Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a male patient, currently (B)(6), who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. Approximately 34 years prior to reporting, the patient received dentures and began using super poligrip on an unknown date. An unknown time later, the patient was diagnosed with "neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip." According to the claim, the patient "now suffers from profound and permanent neurological and other injuries attributable to his super poligrip use" which made it unable for him to perform his normal customary, and daily activities. This case was assessed as medically serious by gsk. Super poligrip ws discontinued on an unknown date in 2009. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available, (B)(4).